Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Product investigation evaluation: the returned aiming arm was examined and the complaint condition was able to be confirmed as the knob was found to be broken off of the threaded shaft. The device showed significant marks consistent with use/rough handling over the device¿s lifetime. No definitive root cause was able to be determined; however, based on the device¿s condition and age, it is likely that wear/tear contributed to the failure. The 130 degree aiming arm (part 357.366) is part of the trochanteric fixation nail system and is used to achieve the proper angle for inserting the helical blade for proximal locking of the nail and a locking bolt/screw for distal locking of short nails. The 130 degree aiming arm is one of three aiming arms available in the system. After the nail is inserted into the femur, the aiming arm is attached to the insertion handle and a buttress/compression nut. The blade guide sleeve assembly is then inserted through the aiming arm and locked into position. A helical blade can be inserted and locked into the nail following insertion of a guide wire and predrilling. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and thumb screw. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no non-conformance reports or complaint-related issues identified. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device history record review: manufacturing location: (B)(4)- manufacturing date: march 14, 2006. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that the thumb screw of a 130 degree aiming arm fell out of the device during an initial trochanteric fixation nail advanced (tfna) procedure on (B)(6) 2016. The screw fell onto the floor, not the patient. Another aiming arm was available for use. There was no surgical delay or reported patient harm. The procedure was completed successfully. During the investigation of the returned device, which was completed on (B)(6) 2016, it was discovered that the knob of the device was in fact broken at the threaded shaft. Based upon this information, the event was re-assessed and found to represent a reportable incident. This report is 1 of 1 for (B)(4).